Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was received for evaluation. Evaluation of the returned device revealed that returned unit had catheter damage (detached in the lapjoint area). Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the severely tortuous patient's leg. An opticross¿ imaging catheter was advanced inside the guide catheter while showing images; the tortuous of blood vessel on the patients legs were also severe, when trying to deliver unknown balloon catheter there are stress felt compare to the usual procedure. On the 5th and 6th time of delivery, non-uniform rotational distortion occurred. On the 7th time of delivery, the physician sensed a different feeling from the usual and an abnormal sound occurred; however, the device was slowly pulled out and got detached on the joint of the shaft. The device was completely removed from the patient's body. The procedure was completed with this device. No patient complications were reported.